Event description:
It was reported that the customer was hospitalized due to a blood glucose level of approximately 200 mg/dl. The customer was treated with intravenous insulin and saline, and released from the hospital on (B)(6) 2022 with no permanent damage. Reportedly, the customer consumed more food then should have. In addition, tandem technical support performed a pump system check and determined the cartridge had been in use past labeling. Tandem technical support educated the customer on cartridge and insulin labeling.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: change your infusion set every 48 to 72 hours as recommended by your healthcare provider.